Event description:
Event verbatim (lower level term) (related symptoms if any separated by commas). Excruciatingly painful essure insertion and pain for around two weeks after the procedure (procedural pain). Constant and extreme abdominal pain (chronic abdominal pain). The other side the device was in pieces (device breakage). Psyrices on her scalp (scalp disorder). Vaginal discharge (vaginal discharge). Large piece of plastic sticking into her uterus (looked like part of the insertion catheter) (embedded device). Case description: serious, listed related (incident). This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(4) 2014 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion continued in additional info section insert) inserted and experienced excruciatingly painful essure insertion and pain for around two weeks after the procedure, dizziness, nausea, diarrhoea, vomiting, cold sweats, metal taste in her mouth. Numbness around the lips, numbness face and hands, constant and extreme abdominal pain, migraines, confusion, vagueness, insomnia, loosing hair, psyrices on her scalp, vaginal discharge, joint pain, contact dermatitis, gall stones, hands and feet would swell, her stomach would expand to look like she was 8 months pregnant, stomach was hard as a rock of her visits to her general practitioner about her abdominal pain, it was in her head, large piece of plastic sticking into her uterus (looked like part of the insertion catheter), and the other side of the device was in pieces. The consumer's medical history included parity 3. The consumer's concurrent condition included gallbladder removed and nickel allergy. No information given on consumer's drug history and concomitant medication. In 2008 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted for permanent birth control. Clinical event information: after the birth of third consumer's son, she wanted a permanent birth control and she was referred to a hospital in 2008 for tubal ligation (tubes tied). The doctor said to her that there was a relatively new device that was in (B)(6) and it had been used for 10 years in the USA and had been used in (B)(6) for around 2 years with no side effects and was less invasive than tubal ligation, done in day surgery, no healing time and it would take about 20 mins to do. Consumer had the procedure done it was excruciatingly painful. She was only given a local anaesthetic which did nothing and was in pain for around two weeks after the procedure. After about 6 weeks, she started getting bouts of dizziness, nausea, diarrhea, vomiting, cold sweats, night sweats, metal taste in her mouth, numbness around the lips, face and hands. This happened every time she ovulated and every time she had a period and would last for around a week each time. She also had constant abdominal pain. She went several times to the emergency who ran blood test everything came back within normal range. Consumer kept telling them there was something wrong with the implants and finally she went back to the doctor who implanted essure in the consumer and this doctor said to her it could not be essure and referred her to mental health and said it was in her head. She spent 2 years on anti-depressants but the symptoms persisted and she gained some new ones. She had extreme abdominal pain, migraines, confusion, vagueness and insomnia. She started losing a lot of hair psyrices on her scalp, vaginal discharged that would bleach her underwear, joint pain, blisters on her hands and feet that her general practitioner diagnosed as contact dermatitis. Consumer got gall stones and had her gallbladder removed, endoscopy and colonoscopy for the nausea, diarrhea and vomiting again finding nothing. Consumer's hands and feet would swell, her stomach would expand to look like she was 8 months pregnant and was hard as a rock one of her visits to her general practitioner about her abdominal pain and he sent her for an x-ray because he thought she might have had a blocked bowl. There was nothing there when she was looking at the x-ray. She noticed that one of the essure devices looked to have 2 broken bits. She got a referral to another doctor who said no it looked normal but said the only way they could get it out was hysterectomy. She didn't want that procedure she just wanted her tubes removed and them to cut out the part of the device that protrudes into the cervix. The doctor refused to do it and suggested an ablation. Consumer decided to get a second opinion from another doctor that had removed the device from other women using this method at a different hospital she performed the surgery and found one side the tube had a large piece of plastic sticking into her uterus and the other side, the device was in pieces. She had pictures and doctor's report of the surgery showed that the plastic it looked like part of the insertion catheter. The pathology report made no mention of the plastic nor the broken device and was destroyed before she could request it. Consumer had no idea how a device could be used in a person without the device being approved by the tga as approval for the device wasn't given until 2010, 2 years after she was implanted. At no time, she was told that the device hadn't had tga approval nor was she in any trial. She was not given the device card with the batch number on it the doctor asked her if she had an allergy to nickel she said yes she couldn't wear cheap earrings and the doctor said it was not the same as that they used this material in heart patients. She was never told it contained pet fibres that what causes the tubes to scar closed with inflammation which contain a whole range of carcinogens. Reporter causality: consumer did not provide the relationship between all the events initially reported and essure.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: when a term like "breakage" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken". Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, this case reported the event of breakage which is also not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. (B)(4). Company causality comment: this not medically confirmed report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant and extreme abdominal pain. She had an unspecified surgical procedure to have her micro-inserts removed and it was found that one side the tube had a large piece of plastic sticking into my uterus and the other side device was in pieces. Constant and extreme abdominal pain was considered serious as medically significant as led to a surgical procedure. The event is listed according to reference safety information for essure. Temporal relationship between the event and essure is plausible. A weak alternative explanation could be the "gall stones" which led consumer to a cholecystectomy (it is well known that they could be asymptomatic and, otherwise, constant pain is not characteristic). Thus, a causal relationship between constant and extreme abdominal pain and essure cannot be excluded. Found one side the tube had a large piece of plastic sticking into my uterus is serious and listed event. The other side device was in pieces (device breakage) is non-serious and was initially considered as unlisted; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. Both events are related to essure. This case was regarded as an incident due to the required intervention for essure removal. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. Further information will not be requested as case was received by regulatory authority.

Manufacturer narrative:
Company causality comment: this is not medically confirmed report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced constant and extreme abdominal pain. She had an unspecified surgical procedure to have her micro-inserts removed and it was found that one side the tube had a large piece of plastic sticking into my uterus and the other side device was in pieces. Constant and extreme abdominal pain was considered serious as medically significant as led to a surgical procedure and, therefore, regarded as incident. The event is listed according to reference safety information for essure. Temporal relationship between the event and essure is plausible. A weak alternative explanation could be the "gall stones" which led consumer to a cholecystectomy (it is well known that they could be asymptomatic and, otherwise, constant pain is not characteristic). Thus, a causal relationship between constant and extreme abdominal pain and essure cannot be excluded. Found one side the tube had a large piece of plastic sticking into my uterus is serious and listed event (non-incident). The other side device was in pieces (device breakage) is non-serious and unlisted event and regarded as near-incident. Both events are related to essure. Additionally, the non-serious events were reported: excruciatingly painful essure insertion and pain for around two weeks after the procedure, dizziness, nausea, diarrhoea, vomiting, cold sweats, night sweats, metal taste in her mouth, numbness around the lips, numbness face and hands, migraines, confusion, vagueness, insomnia, loosing hair, psyrices on her scalp, vaginal discharge, joint pain, contact dermatitis, gall stones, hands and feet would swell, her stomach would expand to look like she was 8 months pregnant, stomach was hard as a rock and it was in her head. Additional information will not be requested as case was received by regulatory authority.